Event description:
The handpiece was returned to the MFR for service, and during the eval the device began overheating while the equipment was being tested. There was no pt involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval an overheating condition was found and then reported. Based on the investigation details, the likely cause was problems with box motor controller, which was replaced along with other components.